Event description:
The consumer states while watching television, the joystick allegedly got hot and the screen turned red and shut down, causing the unit to reboot. The joystick was allegedly reprogrammed and the alleged incident happened again. No injury is alleged.

Manufacturer narrative:
Initial pr (B)(4) issued uf/importer report (B)(4). The component, joystick, model #1164361, serial # (B)(4) was returned for an evaluation. The joystick was functionally tested and the complaint could not be duplicated. (B)(4) has been issued for the return of this device. Model tdxsp-cg serial number (B)(4) is approximately 2 months old. User manual part number 1143190 rev k (mar-11) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 11: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if the wheel chair was set up properly or if the consumer has made adjustments to the configuration since taking possession. "A qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the wheelchair and to surrounding property. After the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." It is unknown if the consumer follows the joystick and wheel lock warnings which can affect the electrical system on the device. The warnings on page 18 state: "warning - do not use with a broken or missing joystick knob. Do not use if joystick does not spring back to the neutral position or becomes sticky or sluggish. Do not use if joystick boot is torn or damaged. Always check foam grips for looseness before using the wheelchair. If loose, contact a qualified technician for instructions. Do not attempt to stop a moving wheelchair with the wheel locks. Wheel locks are not brakes. Do not engage or disengage the motor locks until the power is in the off position. Do not use your wheelchair unless it has the proper tire pressure (p.s.I.). Do not overinflate the tires. Failure to follow these recommendations may cause the tire to explode and cause bodily harm. The recommended tire pressure is listed on the side wall of the tire." The weight of the consumer is unknown. The consumers medical condition, stability and medication regimen is unknown. The technique the consumer uses on the device is unknown. On page page 39 the following warning states: "warning - after any adjustments, repair or service and before use, make sure that all attaching hardware is tightened securely - otherwise injury or damage may result. Set-up of the electronic control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur under these circumstances." "

Event description:
The consumer states while watching television, the joystick allegedly got hot and the screen turned red and shut down, causing the unit to reboot. The joystick was allegedly reprogrammed and the alleged incident happened again. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. Model tdxsp-cg serial number (B)(4) is approximately 2 months old. User manual part number 1143190 rev k (mar-11) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 11: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if the wheel chair was set up properly or if the consumer has made adjustments to the configuration since taking possession. "A qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the wheelchair and to surrounding property. After the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." It is unknown if the consumer follows the joystick and wheel lock warnings which can affect the electrical system on the device. The warnings on page 18 state: "warning - do not use with a broken or missing joystick knob. Do not use if joystick does not spring back to the neutral position or becomes sticky or sluggish. Do not use if joystick boot is torn or damaged. Always check foam grips for looseness before using the wheelchair. If loose, contact a qualified technician for instructions. Do not attempt to stop a moving wheelchair with the wheel locks. Wheel locks are not brakes. Do not engage or disengage the motor locks until the power is in the off position. Do not use your wheelchair unless it has the proper tire pressure (p.s.I.). Do not overinflate the tires. Failure to follow these recommendations may cause the tire to explode and cause bodily harm. The recommended tire pressure is listed on the side wall of the tire." The weight of the consumer is unknown. The consumers medical condition, stability and medication regimen is unknown. The technique the consumer uses on the device is unknown. On page 39 the following warning states: "warning - after any adjustments, repair or service and before use, make sure that all attaching hardware is tightened securely - otherwise injury or damage may result. Set-up of the electronic control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur under these circumstances."